Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and implantable defibrillation lead exhibited noise on the rate/sense channel. The noise was oversensed and resulted in pacing inhibition. It was reported that the patient is pacer dependent and experienced a syncopal episode. All lead diagnostics were good, however noise could be recreated in clinic. An invasive procedure was performed and this device was explanted. The rate/sense portion of the lead was also capped and replaced.

Manufacturer narrative:
The shock portion of the lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.